Manufacturer narrative:
Unit received with high idle current due to corroded electronic assembly. Unit passed self test. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform seating, basic occlusion, occlusion, force sensor, displacement test or verify pump error 43 due to physical damage. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed multiple power errors. Customer's blood glucose reading was 164 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.